Event description:
Boston scientific received information that this patient had experienced a syncopal episode. System evaluation noted impedance measurements greater than 2500 ohms with this right ventricular (rv) lead which had previously triggered the lead safety switch (lss) on the associated device. Additionally, capture issues were noted in bipolar configuration. Currently, all lead testing was normal. The caller stated there was no out of range impedance measurements in the daily measurements. A revision procedure was performed and the lead was successfully removed from service.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.